Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter read inaccurately. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that on (B)(6) 2017, at 07:30pm, the patient obtained results of ¿211, 221 and 241mg/dl¿ on the subject meter, performed within 20 minutes of each other, which he felt were inaccurately erratic. Based on statistical methodology the calculated difference in results satisfies lfs criteria for precision. The reporter stated that the patient also felt that these results were inaccurately high in comparison to his feelings or normal results. Meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient manages his diabetes by self-adjusting his insulin doses and increased his insulin dose, by taking ¿90 units of humalog insulin¿ in response to the alleged issue. The reporter stated that an unspecified time after the alleged issue occurred the patient developed symptoms of ¿sweat, heart complications and weakness¿ however denied that he received any treatment. During the call the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The reporter did not have control solution available to perform a control test. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.